Event description:
It was reported that the endoplege balloon spontaneously ruptured while it was in the patient. The patient was on cpb at the time. The device did not need to be switched out, it was towards the end of the case. The decided to use antegrade for the rest of the case.